Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a loss of capture and that an ECG showed a ventricular marker but no spikes on either the surface ECG or ventricular iecg.~~~~~~~~